Manufacturer narrative:
Concomitant medical products: (lot#n6h0536ux); reltack10r reliatack articulating reload (lot#n6h0536ux); reltack10r reliatack articulating reload (lot#n5l0627uwx). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence and adhesions.